Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the leads were capped and replaced. This ra lead was oversensing. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between january 28, 2025 and september 24, 2025 recorded the atrial pacing impedance around 500 ohms with recurrent decreases to <250 ohms since march 2025. The analysis of iegm episode no. 26, dated june 08, 2025, revealed that a ventricular fibrillation event was treated with shock therapy. The first four shocks were ineffective, while the fifth successfully terminated the vf episode. Based on the available information, it is highly probable that the shock vector between the proximal shock coil and the device can was insufficient for the patient. To determine the root cause of the observed right atrial impedance decreases, an analysis of the lead itself would be necessary.